Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found the right-side exhaust fan to be faulty. The fse replaced the fan and verified system performance to published specifications. Hardware has been determined to be the root cause. (B)(4).

Event description:
A customer contacted beckman coulter in., (bec) to report an electrical "burning smell" coming from their access immunoassay system. The system power was off and could not be rebooted. Customer stated that no smoke, sparks or flames were observed. Customer is not questioning any assays or patient results. No false results were generated due to this event. There was no report of injuries to laboratory personnel.